Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2007; 4194 implantable pacing lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that following a successful treatment of ventricular fibrillation (vf), the right ventricular (rv) lead exhibited t-wave oversensing (twos) during the post shock pacing. It was further reported that follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that following a successful treatment of ventricular fibrillation (vf), the right ventricular (rv) lead exhibited t-wave oversensing (twos) during the post shock pacing. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.